Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes with moisture) issue. The reporter alleged the audio bolus button was under responsive, and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: there was a battery compartment leak, a bolus button leak, and moisture was confirmed inside the internal pump on the display, on all boards, and in the battery compartment. There was a blank display at power up, and due to moisture damage, the sound was not working. The original complaint of keypad button response issue was unable to be duplicated during investigation due to blank display screen. The bolus button cover was detached/missing. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.